Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle cnv 22x1 mltsmp ce had the cannula pierce the safety shield. The following information was provided by the initial reporter: "it was reported that a needle had punctured through the shield. Per email: nurse opened box and realized that one of the needles had punctured through the cap and the tip was exposed."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and it was observed that the needle was inverted: the np end was in the IV position, and vice-versa. Also it was observed, that the np shield was taken off, as the security label is broken, and once the np shield was applied back on the needle, it pierced the top of the shield. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that needle cnv 22x1 mltsmp ce had the cannula pierce the safety shield. The following information was provided by the initial reporter: "it was reported that a needle had punctured through the shield. Per email: nurse opened box and realized that one of the needles had punctured through the cap and the tip was exposed."